Event description:
It was reported that during routine follow up, episodes of noise on atrial and ventricular channels were noted. Egms revealed noise events that appeared to be emi which resulted in inhibition of biventricular pacing. Patient condition was good and will be continued to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.